Event description:
It was reported that a malfunction alarm occurred with a malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset information, and the customer successfully reset the pump. It was confirmed that the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support again if the issue recurred.